Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.0/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length different axis lens due to the expected vision not being acheived. The problem was not resolved. The cause of the event is reported as unknown. See MFR file# (B)(4) for the replacement lens. Reportedly, "the original lens is always deflected to a fixed positon and the doctor inserts a new lens in a stable position."